Manufacturer narrative:
(B)(4). Retainer ring = black. P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during testing. The long trace files and history files does not confirm pump error alarms. However, moisture damage noted in pcb 1. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer stated that they were able to clear alarm and they were able to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.